Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by running quality control (qc) for free triiodothyronine (ft3). While troubleshooting, the fse found the main arm nozzles needed cleaning. The fse cleaned and flushed the nozzles for the main arm, verified proper substrate dispensing and probe washing operation, checked all z-alignments for main and hybrid arms were within specifications. The fse also verified the main arm syringe, performed a leak check and found the solenoid valve-3 way-washer leaking and, replaced it. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar complaints identified during the searched period. The st ft3, analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft3, the highest concentration of free triiodothyronine measurable is approximately 25.0 pg/ml, and the lowest measurable concentration is 0.5 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 25.0 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 25 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Heparin may cause in vivo effects in free t3 assays. Blood collection for free t3 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Specimens from patients under treatment with diclofenac sodium and mefenamic acid may demonstrate falsely elevated results. Patients with anti-t3 antibody may also show false results. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported failed api samples was due to the sample nozzle needing cleaning and leaking solenoid valve-3 way-washer.

Event description:
The customer reported four (4) out of five (5) failed american proficiency institute (api) proficiency samples for free triiodothyronine (ft3) on the aia-2000 analyzer. The customer¿s failed api results for sample: initial result (pg/ml): rerun (pg/ml): expected range (pg/ml): ch-11, 8.7, 8.22, 6.0-8.4, ch-12, 13.1, 11.97, 9.4-12.8, ch-14, 9.4, 9.17, 6.9-9.1, ch-15, 10.9, 10.02, 7.5-10.3. Tosoh passed all five (5) samples. In addition, the customer also stated that after recalibrating and rerunning quality control (qc), the level 3 qc was more elevated than usual, but within package insert range. A field service engineer (fse) has been dispatched to address the reportable event. There is no indication of any patient intervention or adverse health consequences due to the reported event.